Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the ins won't charge. Patient reported that she started to notice this issue on (B)(6) 2020 but said that since she had the ins implanted the ins itself was "loose" in the pocket. The patient reported that she had noticed a month post implant that the ins became loose and now it was just continuously becoming more and more loose to the point where when she places the recharger (rtm) paddle over the ins to charge the ins moves. Patient said she wonders if this was why ins wouldn't charge anymore. Patient services reviewed that possible and directed patient to talk to hcp about loose ins but as patient described issue with charging, it seemed to be an external device issue causing charging problems. Controller was able to connect to ins without rtm connected and controller was 40%, ins 60% but once patient connected rtm and tried to charge ins "no device found, retry/recharge' showed up, patient then see's the position the recharge over ins for 10 minutes screen but that screen doesn't transition into normal ins charging screen. Patient said that she spilled water on her external equipment but had wiped water off and thought that equipment was dried. Patient had already reset the controller by taking battery pack out and putting it back in, but this didn't resolve issue. During the report, issue was manifesting itself and ins wouldn't take a charge. The issue was not resolved through troubleshooting